Event description:
Complainant alleged that while attempting to monitor a patient who appeared to be unstable, the device inappropriately shut down. The complainant stated that the batteries were fully charged. The device was taken out of service. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.